Event description:
The account alleges that they are setting the brakes on the bed, but the right head brake caster is not holding. No alleged injuries reported.

Manufacturer narrative:
The technician troubleshot the bed which had the brakes not holding and found that the detent mechanism was the cause. The technician replaced the detent mechanism to resolve the issue.